Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 41-year-old female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implanting doctor had a lot of difficulty planting device". The patient's concurrent conditions included premenopause, menstruation abnormal, acute pharyngitis, bronchitis, earache and uterine bleeding. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("blurred vision"). On an unknown date, the patient experienced pelvic pain and genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / cramping"), dysmenorrhoea ("severe abnormal menstruation pain"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and arthralgia ("joints / knees / elbows pain"). The patient was treated with surgery (she undergo a bilateral salpingectomy with removal of essure devices) and surgery (on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, alopecia, allergy to metals, migraine, headache, anxiety, depression, dyspareunia, vision blurred and abdominal pain outcome was unknown, the abdominal pain lower had not resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed proper placement and full occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, dysmenorrhea, fatigue". Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. Event outcome of severe lower abdominal pain / cramping was updated as not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 41-year-old female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implanting doctor had a lot of difficulty planting device". The patient's concurrent conditions included premenopause, menstruation abnormal, acute pharyngitis, bronchitis, earache and uterine bleeding. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("blurred vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe abnormal menstruation pain"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and arthralgia ("joints / knees / elbows pain"). The patient was treated with surgery (she undergo a bilateral salpingectomy with removal of essure devices) and surgery (on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, alopecia, allergy to metals, migraine, headache, anxiety, depression, dyspareunia, vision blurred and abdominal pain outcome was unknown and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed proper placement and full occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain,dysmenorrhea,fatigue" most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received: medically confirmed case.events- "dyspareunia (painful sexual intercourse), blurred vision, abdominal pain, joints / knees / elbows pain, implanting doctor had a lot of difficulty planting device", reporter, lot number added from pfs. Concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 41-year-old female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implanting doctor had a lot of difficulty planting device". The patient's concurrent conditions included premenopause, menstruation abnormal, acute pharyngitis, bronchitis, earache and uterine bleeding. In august 2015, the patient had essure inserted. In september 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("blurred vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / cramping"), dysmenorrhoea ("severe abnormal menstruation pain"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and arthralgia ("joints / knees / elbows pain"). The patient was treated with surgery (she undergo a bilateral salpingectomy with removal of essure devices) and surgery (on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, alopecia, allergy to metals, migraine, headache, anxiety, depression, dyspareunia, vision blurred and abdominal pain outcome was unknown, the abdominal pain lower had not resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2017: confirmed proper placement and full occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, dysmenorrhea, fatigue" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe abnormal menstruation pain"), back pain ("severe back pain"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she undergo a bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, alopecia, allergy to metals, migraine, headache, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.